Event description:
The pt reportedly, experienced intermittent sound followed by a loss of lock. External equipment was exchanged. However, the reported problem was not resolved. On 07/19/07, the clinic reported that the pt's c1 device was not functioning. Surgery to explant the pt's device will be scheduled.